Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, after the t1 and t2 implants were deployed, it was found the suture broke when tightening the suture. Both implants were left secured in the patient. The procedure was successfully completed with a delay greater than 60min using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image showed that the cannula, depth limiter, and device appeared to be standard. The manual actuator of the device had been advanced fully. A visual inspected revealed that the device was returned with the blue split cannula and cut depth limiter attached. The manual actuator had been fully advanced. The crimps and dimple of the needle were present. There was minimal debris on the device, and no suture or anchors had been returned. A functional evaluation could not be performed in full since the anchors had already been deployed and were not returned. The manual actuator was returned to its original position and advanced fully without problems. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.